Manufacturer narrative:
Initial and final MDR 2582213 -device 2 of 2.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula event 21-feb-2026. The patient experienced high blood glucose level 500mg/dl and treated with correction bolus via pump. The insertion site was abdomen. The infusion set was in used for three to six hours. No further information available.